Event description:
It was reported that one day post implant procedure, the right ventricular lead exhibited loss of capture. The patient was transported to the cardiac catheterization lab and the lead was successfully repositioned. Patient was in stable condition prior, during and post procedure.